Event description:
It was reported that during set-up, the sternal saw hesitated, was noisy, the cord slipped, and it rattled. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The sternal saw was returned to terumo for investigation. It was determined that present poor condition of the saw led to the reported failure mode. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service department and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.